Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this pace/sense lead was an attempted right atrial (ra) implant. The physician was unable to extend the helix for which they extracted the lead and completed the procedure using an alternate. No adverse patient effects were reported.